Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) user interface was not working. It was indicated that the encoder flex-tape wiring was broken and out of specification electrically. It was also indicated that a display wire was pinched. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had a broken screen and the select knobs were not working. The epg was returned for warranty repair. There was no patient involvement.